Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fmcaor09 mini drawer 1.2 failed and was unrecoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. The field service engineer asked the escort to log in and attempt to recover the failure but required a witness. The fse then logged in and accessed the desktop, logged into the hardware test application (hta), and attempted to open position 1.2. The fse opened the back of the pases unit and manually opened the top row of the mini drawers. The fse opened 1.2 and closed it after locking the top row back in place. The fse then opened and closed 1.2 again through hta. The fse proceeded to open and close all 14 mini drawers. The fse logged out of hta and rebooted the pyxis system. After rebooting, the escort, with a witness present, successfully recovered 1.2 in the application. The system functioned as intended after the field service engineer repaired the device